Manufacturer narrative:
The insulin pump was received with all operating currents within specifications. The device passed functional testing including the displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery tests. An unexpected motor noise anomaly was noted during rewind due to faulty motor. The device had cracked case at the display window corner.

Event description:
Customer reported via phone call that they received a delivery anomaly. The blood glucose reading is unknown.

Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided with this report. The device was programmed with correct time and date. The device was monitored for 3 days with a 2.0 units per hour. Several bolus were programmed and delivered. All bolus and basal profiles delivered their indicated amounts. All bolus and basal profiles delivered were properly recorded at the bolus, basal and daily total history screens. No bolus or basal history anomalies were noted. No unexpected click noted coming from pump during delivery of bolus or basal noted

Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.